Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 and alarm 30 issues were verified while the alleged cartridge alarm 1 and cartridge alarm 5 issues were verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Reportedly, the customer had followed the prompts during the load sequence. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer continued using pump for insulin therapy.